Manufacturer narrative:
During device inspection by a field service technician it was identified that a plastic part of the locking mechanism was broken which caused the locking mechanism to not correctly lock into the sterile handle. The defect part was exchanged and the device function checked. If new relevant information will become available a follow-up report will be provided.

Event description:
The customer reported the locking mechanism for the sterile handle is broken. During device inspection by a field service technician the customer reported that the sterile handle did fell off several times in the past, one time it fell onto the hand of an or staff member. No injury was reported in relation to this allegation. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The root cause for the broken plastic part was determined to an excessive mechanical impact which is not likely to occur during the intended use. It could not be identified which impact occurred. Based on the investigation results no further action is required.

Event description:
The customer reported the locking mechanism for the sterile handle is broken. During device inspection by a field service technician the customer reported that the sterile handle did fell off several times in the past, one time it fell onto the hand of an or staff member. No injury was reported in relation to this allegation. This report was filed in our complaint handling system as complaint # (B)(4).